Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that the recharger was not working and that the paddle and controller suddenly became very hot. Pt mentioned that every time they're done charging their implantable neurostimulator (ins), they noticed that the controller battery was completely drained, requiring them to charge it again. Pt provided a vague explanation of the issue. Agent asked, pt confirmed that the issue started about a week ago. Agent sent a request to repair to replace the recharger.